Event description:
It was reported that the patient was on home monitoring, and at 1 month post-implant patient presented in-clinic for device check. High capture threshold was observed. In an attempt to reposition the lead, the helix could not be extended. A venogram showed an occluded vena cava and there was no alternative access to the heart. The physician extracted the lead. Patient was stable, before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.